Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the emerge 2.00mm x 20mm device. A visual, tactile and microscopic examination was performed. The device was received in two sections because of a break in the distal extrusion. The extrusion was severely stretched and the break location from the stretched extrusion measured 28cm from distal tip. The balloon was tightly folded with a package mandrel/stylet inserted through the tip and wire lumen. This mandrel could be removed with no resistance. The balloon protector was not returned with the device. Due to the damage in the distal extrusion it was not possible to test the balloon for leaks. There was no tears or holes in the balloon. The balloon did not appear to have been subjected to any positive pressure.

Event description:
It was reported that balloon ruptured. A 2.00mm x 20mm emerge balloon was selected for percutaneous coronary intervention (pci) procedure. During preparation, after removing the stylet, the balloon ruptured because the stylet was stuck in the lumen of the balloon. Procedure was completed using another different balloon and no patient complications were reported.

Event description:
It was reported that balloon ruptured. A 2.00mm x 20mm emerge balloon was selected for percutaneous coronary intervention (pci) procedure. During preparation, after removing the stylet, the balloon ruptured because the stylet was stuck in the lumen of the balloon. Procedure was completed using another different balloon and no patient complications were reported.